Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a procedure, resistance was noted while inserting a non-abbott catheter into the sheath. Blood was leaking form the hemostasis valve when removing the catheter from the patient. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.